Event description:
The account alleges that whenever any "up" button is pressed (head up, etc) the head hi/low raises, causing unintentional movement.

Manufacturer narrative:
The technician swapped the s15 valve with the s13 valve, and the issue, followed the valve. The technician then swapped back the valve, and doing so, caused the valve to become un-stuck, which resolved the issue. The bed then operated properly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.